Manufacturer narrative:
The extended hemostasis requiring a covered stent was due to a torn artery. It is believed the user deployed manta with too much force as indicated by the red displayed in the tension gauge window and the suture breaking. Excessive force during closure can cause the arteriotomy to tear, which would not allow manta to fully the seal the access site as designed. The IFU warns users not to pull past green on the tension window as excessive force could possibly cause vessel damage. The risk of failing to achieve hemostasis requiring manual compression, application of balloon pressure, placement of a covered stent and / or surgical repair is written in the IFU along with arterial damage and possible vessel lacerations or trauma is specifically called out as a possible adverse event requiring medical intervention. The device history record (DHR) documentation has been reviewed and showed all angles were within specification for post-gamme inspection. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient experienced serious injury during the procedure requiring medical intervention to prevent permanent damage to a body structure or permanent impairment of a body function. Use error has been identified as a contributing factor in this event. The manta vcd instructions for use states: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The instructions for use also lists potential adverse events related to the deployment of vascular closure devices have been identified to include complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The instructions for use additionally states potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and vessel laceration or trauma. The manta vcd instructions for use direct the operator to "withdraw the manta closure until the tension gauge begins to show yellow/green in the tension window. Do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required. Maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied.

Event description:
The patient underwent transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The manta deployment depth measurement was completed per the device's instructions for use. The measurement was not noted. The index device was delivered without complications. Excessive force was used during deployment of the manta device and the tension gauge advanced immediately to red causing the suture line to break. Audible clicks were heard during the deployment. The blue lock advancement tube was advanced then the operator continued to pull back on the device. The collagen pad and toggle were delivered to the intended closure site. The arteriotomy was torn during the deployment. There was internal bleeding noted on angiogram. Manual compression was applied. A percutaneous transluminal angioplasty catheter with an inflatable balloon was inserted and the balloon inflated at the site of extravasation to stop the bleeding. A covered stent was placed at the femoral access puncture site and hemostasis was achieved. The patient's condition was reported as "fine."